Manufacturer narrative:
Unknown was captured in section a1 and no information was captured in sections a2 (age), a3 (sex) and a4 (weight) as the patient information was not provided. No product information was provided. Therefore, no information was captured in section d4 (model # and serial #), and the UDI # and device manufacture date (h4) could not be determined.

Event description:
A pharmacist from canada called on behalf of the customer to report that the customer purchased their contour® next gen meter in canada, which was displaying the units of measurement accompanied with the blood glucose readings in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.